Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead noise reported on lv channel on recordings. Patient is being brought into office for other programming and options were discussed for lv programming. Clinician stated that a lead revision is not something they are considering for this patient at this time. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.